Manufacturer narrative:
The automated impella controller device was returned, and an evaluation is underway. Upon completion of the evaluation/analysis, a supplemental report will be filed.

Event description:
The complainant reported a patient undergoing a high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support (mcs). During preparation, the automated impella controller (aic) failed to recognize an installed purge disc. The purge disc was replaced; however, the issue persisted which led to an aic-to-aic exchanged to resolve the failure. There was no harm to the patient per the report. The patient underwent pci, coronary angioplasty and stent placement, to the ramus artery. Post procedure the pump was successfully weaned, the device explanted with a survived outcome.

Manufacturer narrative:
The investigation of automated impella controller (aic) - purge disc/flag issues has been completed. Data analysis: the complaint date revealed that the console started case start and got to step 2 of the case wizard. The purge cassette was inserted and the user was asked to insert the purge disc before issuing a purge disc not detected alarm (event set 402) for two and a half minutes as a purge disc was never recognized as inserted. The purge disc not detected alarm resolves when the purge cassette is removed. Device analysis: the console was examined and the purge unit was clean and the purge cassette and disc were able to be recognized during testing. Conclusion: the cause of the purge disc detection issue was not determined as the failure mode was not able to be reproduced.